Event description:
It was reported that pump displayed repeated malfunction alarm identified as malf 12 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer did not reset pump for this occurrence but had experienced at least three prior episodes of same malfunction on same pump, used backup insulin pump to maintain insulin delivery, and technical support arranged replacement of pump under warranty.